Event description:
On (B)(6) 2011, the pt was suffering from red eye and discomfort due to biofinity (comfilcon a) contact lenses. Pt attended the hospital. Pt was diagnosed with corneal erosion in the center of the right eye. Pt was prescribed cycloplegia, gentadexa, viscofresh and anti-edema ointment. Pt was seen for a follow-up on (B)(6) 2011. The abrasion was showing signs of improvement. On (B)(6) 2011, there is evidence of central corneal abscess in the pts right eye. Microbiology state there is a possibility of pseudomonas from the samples. On (B)(6) 2011, a well formed minimal corneal abscess in the anterior chamber. Pt is continuing with treatment. Pt was using servilens cleaning solution.

Manufacturer narrative:
Event was received directly from the eye care practitioner to coopervision spain. Method: an unopened lens from the same lot as the actual lens involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. Results: there is no evidence in the manufacturing records which relate to the pt's symptoms. Conclusion: no failure was detected and the product was within specification. The practitioner believes the infection was due to pseudomonas, the origins of this is unknown. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.